Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd safe-clip¿ the needle safeclip is not clipping/jammed. The following information was provided by the initial reporter: "the safety clip will not clip."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary: customer returned (1) bd safe clip with the shelf carton from lot # 6137406. Customer states that the safe clip will not clip. The returned safe clip was examined and exhibited the cutting hole blocked with needles. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. A device history review was conducted for lot number 6137406.

Event description:
It was reported that during use with a bd safe-clip¿ the needle safeclip is not clipping/jammed. The following information was provided by the initial reporter: "the safety clip will not clip."